Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction- b, f, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was not cooling. Transferred to tech support. Per follow up information received via mail on 03may2024, it was reported that they replaced the mixing pump which they had available onsite and that corrected the problem. The problem was initially noticed when they were attempting to start treatment on a new patient. It was quickly noticed that the unit was not cooling, and the arctic sun device was switched out with another working unit. There was no incident with the patient because of this brief interruption.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the biomed had the arctic sun device that was not cooling. Transferred to tech support.